Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before vitrectomy surgery an ophthalmic probe was unable to perform electrocoagulation. The surgery was completed by using another probe. Patient impact has not been provided. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The returned instrument was received with its protection sleeve and in the tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormalities. The electrical resistance measurements showed that there were no issues with the contacts, indicating that the product worked as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).